Manufacturer narrative:
Title: duplex ultrasound for diagnosis of failing stents placed for lower extremity arterial occlusive disease journal: annals of vascular surgery authors: hong zheng, keith d. Calligaro, jiah jang year: 2020 issue: 63 ref: doi.org/10.1016/j.avsg.2019.08.086. Age: average age. Sex: majority gender. Event date: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a study of "duplex ultrasound for diagnosis of failing stents placed for lower extremity arterial occlusive disease. 172 stents were placed in 119 arterial segments : 30 iliac and 89 femoropopliteal arteries. Medtronic protégé everflex stents were implanted. Follow up was performed at 1 week post intervention and then every 3-6 months for a period of 48 months with mean follow period of 22 months. Clinical events of occlusion and stent thrombosis were reported in the population. Of the 119 stented segments, 62 had normal duplex ultrasound (du) criteria. During follow up, 60 remained patent and 2 segments occluded. One occlusion was treated with a stent graft. The other failed endovascular reintervention and required an arterial bypass. Other 57 stented arterial segments had one or more "abnormal" du findings: 40 underwent prophylactic intervention and remained patent. This was treated either by scoring balloon or dcb and selective atherectomy of the native lesions, with ne stent placement if three as greater than 50% residual stenosis. 12 patients with abnormal finding did not have reinterventions and occluded, while 5 did not have reintervention and remained patent. Of these 12 arterial segments that occluded with ¿¿abnormal¿¿ du findings, 6 patients chose no further intervention and remained with claudication only, 4 failed additional endovascular intervention and required an arterial bypass, and 2 required amputation.